Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the lead inner insulation was damaged at 13.5 cm from the connector pin due to the suture sleeve being tied down too tightly.